Event description:
It was reported that a novum iq large volume pump had an issue of unintended shutdown while infusing vasopressin . Per clinician report, pump shut off during active infusion. This occurred in the intensive care unit (ICU) during patient infusion . There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.